Event description:
After completion of atherectomy to the right sfa and right common femoral artery, the physician noticed that the spiderfx filter became stuck on the nose cone of the silverhawk. The force needed to dislodge the filter basket caused the basket to break away from the wire. It was found in the distal end of the right sfa. The filter was snared successfully and no injury to the patient was reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.